Event description:
The customer alleged they received questionable igg antibodies to toxoplasma gondii (toxog) results for one patient on their e-module. The patients result from the e-module was 52.1 ui/ml and was a positive result. This result was reported outside the laboratory. On (B)(6) 2013, the patient's sample was tested on an access analyzer. The result was 6.3 ui/ml and was a negative result. On (B)(6) 2013, the patient's sample was tested on an architect analyzer. The result was 1.2 ui/ml and was a negative result on (B)(6) 2013, the patient's sample tested on a cobas 6000 e601 analyzer. The result was 49.2 ui/ml and was a positive result. The patient was not harmed by this event. The toxog lot number was 171222 and the expiration date was 12/02/2013.

Manufacturer narrative:
The customer returned patient samples for investigation. The samples were found to be positive for anti-toxo igg using the elecsys assay. The results were confirmed by using a validated neutralization assay. The high avidity of the patient sample is likely the remainder of a previous infection. The elecsys assay did not malfunction.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.